Manufacturer narrative:
This report is being submitted as a correction in response to corrective actions taken by the legal manufacturer. The manufacturer site number was incorrectly selected resulting in incorrect report numbers. A new MDR with the correct manufacturer site selected has been submitted under manufacturer report # 2518422-2023-17249.

Manufacturer narrative:
H10: according to the servicemax case, work was completed by another field service engineer (fse). Multiple good faith efforts were made to retrieve device evaluation, repair, and operational status on 02/27/2023, 03/22/2023 and 05/10/2023, however, yielded no response from the customer. It is unknown if any parts or repairs have been conducted. The complaint will be processed for closure. If additional information is received at a later date, the complaint will be reopened, and a supplemental report will be submitted.

Event description:
Philips received a complaint on the v60 ventilator, indicating that the nav-ring is not functioning. The device was not in clinical use at the time the issue was discovered. There was no patient or user harm reported.

Manufacturer narrative:
H10: the customer reported to the remote service engineer (rse), that the navigation ring was not operating, and the customer also could not get into diagnostic mode. Upon evaluating the device with the rse, the customer was unable to change the settings with the navigation ring while in ventilation mode but could change the settings with the arrows. The rse informed the customer to inspect the cables going to the switch printed circuit board assembly (pcba) for proper connection. H11:updated contact information, contact office entity, and manufacturing site.